Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter name and address: department of orthopaedics, the first affiliated hospital with nanjing medical university, nanjing 210029, jiangsu). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: hu j. Et al (2017), analysis of curative effect of anterior cervical roi-c and traditional titanium plate plus cage in the treatment of cervical disc herniation, journal of nanjing medical university (natural science edition), vol. 37 (12), pages 1594-1596 (china). The aim of this retrospective study was to compare the clinical efficacy of anterior cervical decompression bridging cage (roi-c) and traditional titanium plate plus cage in the treatment of single-level cervical disc herniation. Between may 2013 to december 2014, a total of 54 patients who were treated with two different internal fixation methods were included in the study. Among these, 23 patients (12 male and 11 female, with mean age of 49.78 ± 10.40 years) using competitor's decompression bridge cage roi-c (group a) and 31 patients (15 male and 16 female, with mean age of 45.54 ± 10.22 years) using unknown traditional titanium plate plus johnson & johnson fusion cage (group b). The average postoperative follow-up was 15.7 ± 2.4 months. The following complications were reported as follows: group b: 11 patients had dysphagia, which was significantly relieved 1 month after dehydration, detumescence and other symptomatic treatment. 8 patients had adjacent degeneration. This report is for an unknown synthes cage. This is report 1 of 1 for complaint (B)(4).